Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. Visual and functional testing was performed and the reported condition was confirmed. During visual inspection all components were present, in the right position and complete. The set passed fluid path occlusion testing and under water pressure testing. The condition was confirmed due to a damaged capped vent filter. This component is received by baxter singapore and they have been notified in order to perform an investigation. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter corporate product surveillance that upon spiking a bottle of ivig on (B)(6) 2010 with the vented continu-flo solution set, the solution would not immediately flow through the set. The set was eventually primed per label copy and the infusion was eventually completed. It was used with an unknown colleague pump. There was no reported patient injury or medical intervention. The incident occurred during priming. No additional information was available.